Event description:
It was reported that the gastric sleeve procedure went perfect and no anomalies were noted. Twenty-four hours after the surgery they had to re-operate urgently because of an internal bleeding. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk additional information was requested and the following was obtained: what is the current patient status? Stable what color of cartridges were used throughout the procedure? Blue and white were there any issues with device performance in the first procedure? If yes, please explain. No anomalies were noted. The following information was requested, but unavailable: was buttressing being used? If yes, was it used on each firing? Was the patient on anticoagulation therapy prior to surgery? Where was the bleeding? How was the bleeding addressed? Does the surgeon typical use a short and long device in this type of procedure? The surgeon used both a ple60a and a pse60a during the same procedure and afterwards there was an internal bleeding. It¿s unclear which instrument allegedly contributed to the post-operative event.